Event description:
The catheter broke during removal when the user felt resistance and pulled the catheter. The break site was located near the catheter insertion site. The broken catheter fragments migrated into the cubital vein to the superior vena cava, and were removed by snare.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.